Event description:
During a pci/stenting treatment procedure, the maverick2 monorail 20x2.5 mm balloon ruptured at eight atms on the first inflation. The lesion being treated was a calcified, 99% stenotic lesion located at the bifurcation of the proximal left anterior descending (lad) coronary artery and the first diagonal branch of the lad. The physician used a 7f terumo introducer sheath for vascular access, a 7f britetip guide catheter and a runthrough and a balance guide wire to cross the lesion. A cypher 3.0x28 mm stent had been deployed in the proximal lad, and the maverick2 monorail balloon was being used to post-dilate a cypher 2.5x18 mm stent that had been deployed in the first diagonal branch of the lad. The maverick2 monorail balloon was removed and replaced with another device to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'